Manufacturer narrative:
It was reported by the site that no additional patient information or clinical findings/treatment pertaining to the reported event and patient death is available. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "high power" event was confirmed via review of the controller log files, which revealed an increase in power consumption and 3 high watt alarms for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Serious and life threatening adverse events have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this death. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. In addition the instructions for use (IFU) states: adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as pump thrombus and death. Log file analysis review date: 01/19/2016; log dates through (B)(6) 2016: power consumption above normal operating range. Additional notes: five suction alarms have been logged since (B)(6) 2016. Sixteen low flow alarms have been logged since (B)(6) 2016. The current low flow alarm limit is set to 1.0 lpm. Three high watt alarms have been logged at the following times: (B)(6) 2016 at 11:54:06, (B)(6) 2016 at 12:03:37, (B)(6) 2016 at 12:32:25. The high watt alarm limit is currently set to 20.5 w. A rise in power consumption was observed starting (B)(6) 2016 to a peak of >10 w on (B)(6) 2016 outside of normal power consumption. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient had power consumption above normal operating range and log files were sent to manufacturer. It was also reported that the patient had a drop in flow on (B)(6) 2016. It was further stated that there was a pump stop on (B)(6) 2016. No additional information provided. Investigation is ongoing.